Event description:
It was reported surgical intervention was undertaken to replace the patient's ((B)(6)) lead due to fracture resulting from external trauma. The fracture was confirmed via intraoperative testing. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.